Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages with multiple cartridges. Customer had not checked blood glucose levels. There was no reported impact to customer's blood glucose level. It was indicated that the customer has a back up method for continued insulin therapy.